Event description:
It was reported that the physician's handheld computer was freezing. Physician would not provide further information, did not want to troubleshoot the system, and just wanted a replacement. Product was returned to the manufacturer and underwent analysis. Upon analysis, no anomalies were noted with the device.